Manufacturer narrative:
(B)(4). Journal article: neoatherosclerosis: overview of histopathologic findings and implications for intravascular imaging assessment. F. Otsuka et al. European heart journal (2015) 36, 2147¿2159 doi:10.1093/eurheartj/ehv205 event date: date article was online publish-ahead-of-print.

Event description:
It was reported in a journal article that a patient was presented with stent thrombosis in the rca 3 years post implantation of a durable polymer drug eluting stent. Optical coherence tomography imaging after thrombus aspiration showed good healing of the proximal stented segment. The distal stented segment exhibited moderate restenosis with signal rich region close to the luminal surface accompanied by signal attenuation (obscuring stent struts) with evidence of plaque rupture. Themost-distal stented segment exhibited high-grade eccentric restenosis with residual intraluminal thrombus. These appearances indicate that the stent thrombosis was attributed to in-stent plaque rupture from neoatherosclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.